Event description:
Physicians reported bending a tuohy needle when using a teleflex epidural catheterization kit when inserting into the patient. Kit of a different lot number were used to complete procedure. Kits with all the same lot number were removed from service. Manufacturer response for epidural catheterization kit, (brand not provided) (per site reporter). Reported to teleflex on 6-22-2017 and have 26 kits to return to manufacturer.